Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative scoliosis procedure: oblique lumbar interbody fusion levels implanted: l3-l4 it was reported that on (B)(6) 2018, intra-op, the shaver broke during shaving. No patient complications were reported as a result of this event. None fragments of the device were remained in the patient.

Manufacturer narrative:
Product analysis result: visual hardness microscopic visually confirmed approximately ~45 mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a circular material flow, just below the fracture surfaces are plastically deformed, consistent with torsional overload. The shaver appears to have been heat treated properly. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.